Event description:
During a pfa/af procedure, the procedure was not completed. Three pulmonary veins were ablated with no issue. When looking for the right lower pulmonary vein, the volt balloon was deflated and retracted into the agilis sheath to the second indication marked with the balloon positioned under the curve of the sheath. The balloon was then inserted and re-inflated in the vein. The balloon was not visualized very well. A new manipulation was attempted and the balloon was deflated to pull back into the sheath, but only 5cc was withdrawn with some blood. The catheter was removed completely from the patient with no difficulty, and it was noted that the balloon was torn. The procedure was stopped without completing the pulmonary vein isolations. There were no adverse consequences to the patient.